Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-08273. It was reported that the patient's leads had migrated following a traumatic event. Surgical intervention was undertaken on (B)(6) 2023 in which the leads were repositioned to address the issue.